Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a guide wire perforated the balloon catheter. The 100% stenosed target lesion was located in the non calcified and moderately tortuous popliteal artery. At an unspecified time during the procedure, a non bsc guide wire perforated the shaft of the 1.5x20mm coyote es balloon catheter. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a guide wire perforated the balloon catheter. The 100% stenosed target lesion was located in the non calcified and moderately tortuous popliteal artery. At an unspecified time during the procedure, a non bsc guide wire perforated the shaft of the 1.5x20mm coyote es balloon catheter. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: examination of the returned complaint device revealed the inner shaft was buckled within the balloon. The inner diameter of the wire lumen was measured at the distal tip and met specification. An appropriate sized guide wire was loaded into the distal tip and tracked through the wire lumen; however, the wire exited the wire lumen through a hole in the inner shaft 5mm from the proximal end of the markerband. The wire did not pierce through the wall of the outer shaft. Magnified inspection verified the wire entered the inflation lumen through a hole in the wall of the inner shaft 5mm from the proximal end of the markerband. The diameter of the hole was slightly larger than the outer diameter of the wire. There is no evidence that the confirmed damage is attributable to any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).